Event description:
It is reported that the device was implanted in 2002. Approximately 4.5 years post-op, in 2007, the device was revised due to a broken screw.

Manufacturer narrative:
This report will be amended when our investigation is completed.